Event description:
Customer alleged that the left head siderail would not latch.

Manufacturer narrative:
The part of the siderail that interferes with the slide bracket and keeps the rail attached to the bed is damaged causing the siderail to hang from the bed. The siderail was replaced to resolve the issue.